Event description:
The customer called to report erratic bgs. During the conversation the customer gave info of being admitted to the hosp for high bgs. Troubleshooting was performed. The pump passed the functional testing. The customer followed the proper techniques when pt changed the set and the site.